Event description:
New information received notes that insulation abrasion was noted on the lead.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and lead abrasion were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of failure to capture and the rise in the pacing impedance as indication on the device session records. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. An external insulation abrasion breaching the optim sheath with intact silicone insulation beneath was found at proximal region. The cause of the lead abrasion was consistent with friction to the device can.

Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure it was noted that patient's right ventricular (rv) lead exhibited high out of range pacing impedance and loss of capture. The lead was explanted and replaced. The patient was stable.